Manufacturer narrative:
Medwatch sent to FDA on 09/22/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected by another physician to the tear trough and periorbicular with juvéderm® volbella¿ with lidocaine. Prior to injection patient was pretreated with chlorexidine and after injection patient used local heparine and ice. Approximately 3 months later patient developed "chronic edema on tear trough area. Symptoms were located on the left tear trough. Six months after symptoms developed patient was treated with hyaluronidase on the affected area "without results." Symptoms are ongoing.

Event description:
Additional information: it was noted symptoms began "in the treatment week."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of chronic edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of chronic edema as follows: contra-indications: "do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected by another physician to the tear trough and periorbicular with juvéderm® volbella¿ with lidocaine. Prior to injection patient was pretreated with chlorhexidine and after injection patient used local heparin and ice. Approximately 3 months later patient developed "chronic edema on tear trough area. Symptoms were located on the left tear trough. 6 months after symptoms developed patient was treated with hyaluronidase on the affected area "without results." Symptoms are ongoing.